Event description:
It was reported that the device failed preventive measure force sensor background test. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was on the bottom case. Top case was cracked by tube holder. Bottom case was cracked by all l-bracket screws. No damage on plunger head. There was a force sensor background test. The technician was unable to duplicate the force sensor background during occlusion test, all the reading of force sensor within the required specification. The reported issue was not duplicated. The root cause of the reported issue was not determined. No physical or any other damaged was found on force sensor or plunger cable. Replaced force sensor as a preventative measure. Performed preventive maintenance and all functional testing which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.